Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not detect that a patient was connected to their device while in AED mode.  The device would give a "connect electrodes" message and, as a result, was unable to analyze the patient's ECG rhythm.  Medical personnel advised that they then removed the therapy electrodes (third party - conmed) from the patient, then disconnected the therapy cable from the device.  They then reconnected the same third party therapy electrodes via the same therapy cable and the device detected the patient.  No further issues were observed during the event.  There were no adverse effects to the patient as a result of the reported issue.  The patient survived the event.  The customer was unable to provide any further patient related information. Following the event, the third party therapy electrodes used were disposed of and not available for evaluation.